Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A medtronic representative, following up with the site, was able to replicate the issue. Upon further investigation, the medtronic representative stated the frame being used is radionics luminant crw frame by integra, which is only supported by manual registration. The medtronic representative informed the site of this information. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A site representative reported that, while in a cranial biopsy procedure, the navigation system was unable to verify a frame. The site attempted to auto-verify the frame with a MRI exam but received the message "volume error exceeds limit". The frame appeared to seated correctly on the patient. They also attempted to manually verify the frame by selecting points without success. The site representative then exited the application and deleted and reloaded the exams and attempted to auto and manually register without resolution. It was recommended to use a different software application within the navigation system but the surgeon did not have enough time with the system. This issue delayed the procedure by approximately 25 minutes before the surgeon opted to cancel and reschedule the procedure.